Event description:
The customer reported that the unit would unexpectedly shutdown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit would unexpectedly shutdown. There was no report of patient involvement. Philip advised the customer to swap out the battery. The customer called back to report that this resolved the failure. We will consider this a failure of the battery.